Manufacturer narrative:
Initial reporter phone: (B)(6).

Event description:
It was reported three months post successful stenting of the middle cerebral artery (mca), the patient suffered a transient ischemic attack (tia) in the region of the treated vessel. It was noted at follow-up one month post procedure the patient stopped taking clopidgrel. The tia resolved the same day without sequelae.

Manufacturer narrative:
The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Tia (transient ischemic attack) is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported three months post successful stenting of the middle cerebral artery (mca), the patient suffered a transient ischemic attack (tia) in the region of the treated vessel. It was noted at follow-up one month post procedure the patient stopped taking clopidogrel. The tia resolved the same day without sequelae.